Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed that the display cable connector was loose. To fix the issue, the fse reattached the display cable connector and completed calibration per factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a black screen and was not working. No death, injury or adverse event was reported.